Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure on a male patient. According to the complainant, the autotome was in position to start cutting and electrical current was applied, when the physician noticed the cut wire had snapped. The device was removed from the patient and the procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).